Manufacturer narrative:
Product investigation: the reported event of calcification was confirmed. Dyspnea and increased gradient were also reported. Gross morphological and histopathological examination revealed calcifications throughout the leaflet tissue, a tear on leaflet 2, and circumferential pannus ingrowth on both the outflow and inflow surfaces. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to reports of dyspnea, an increased gradient, premature failure due to calcification. A redo was performed and a 21mm non-abbott valve was implanted. Per report, the patient recovered and was discharged home.